Event description:
It was reported that bone cement hardened within one 1 minute after mixing during the surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Pictures were received and show that the mixing was done, the cement paste is homogeneous. The nozzle has been assembled and the cement not extruded. It is still in the cylinder and the nozzle. The product was returned and lab analysis was performed. The mixing top was assembled and the monomer entered the cylinder. The mixing is homogeneous. The plunger is up, the mixing rod broken. The blue button has been removed and the nozzle assembled. The lower cylinder has been unscrewed. The cement was not extruded. It is still in the cylinder and the nozzle. A retain sample of batch ay01al0708 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.